Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). It was also reported that the pump was powered back on after being in "shelf-mode" and the pump fill estimate was noted to be inaccurate. Reportedly, customer is in contact with their health care provider to adjust pump basal settings and believes this has contributed to their low bg levels. The cartridge was reloaded successfully and sugar was consumed to address low bg level. It was recommended that the customer use alternate insulin therapy until pump settings are correctly adjusted by health care provider. Customer acknowledged.